Event description:
On (B)(6) 2013, the reporter contacted animas alleging that there were air bubbles in the cartridge and the infusion set tubing. The reporter was allegedly able to prime and clear the air bubbles, but the issue would recur. The patient¿s blood glucose reportedly elevated to 500mg/dl with tiredness. Troubleshooting indicated proper cartridge fill technique. The reporter confirmed that the tubing was properly secured to the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.